Event description:
The essure device was inserted and the spring placed in the left ostia. Then attempt was made to place another spring in the right tube according to the manufacturer's instructions. However, equipment malfunctioned, working port was clogged and bending the essure coil. We tried another set and this also malfunctioned as the introducer was bent. Rep was present and had no alternative equipment.